Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple low flow alarms and a vad disconnect alarm. The latter is most likely due to a controller exchange. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Supplemental testing revealed the controller's heat dissipation to be normal. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was indicated that the device would be returned to the manufacturer for analysis; however, it has not been received. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received from (B)(4) that the "patent and site describe that the controller got very hot and smells burned." The controller was tested at the site with different power sources with the same result. The controller was replaced from stock. It was reported that there were no identified user factors related to the event. There was no effect on the patient.